Event description:
It was reported that after a routine supply change on an ilet system, blood glucose rose above 400 mg/dl, and the user removed and reinserted the infusion cannula in multiple areas due to known scar tissue and absorption concerns before being advised to complete a full supply change and not reinsert cannulas; glucose subsequently trended down to 355 mg/dl, and no further assistance was requested. Symptoms included hyperglycemia and headache. Outcomes included a minor illness/impairment. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient device information and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.